Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #1). Additional emdrs were submitted to represent the bard/davol perfix plug (device #2) and the bard/davol perfix plug (device #3). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug (x3) and bard mesh (bard flat mesh) on (B)(6) 2014 and/or (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug (x3). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2014) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b6, b7, d4, d.6a (date of implant), d.6b (date of explant), g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol perfix plug (device 1). Additional supplemental emdr's were submitted to represent the bard/davol perfix plug (device 2 and 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug (x3) and bard mesh (bard flat mesh) on (B)(6) 2014 and/or (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug (x3). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of perfix plugs (device 1,2 and 3). Per op notes, ¿a large direct hernia sac was identified medial to the spermatic cord. The hernia sac was opened and contained some preperitoneal fat was reduced. Three perfix plugs (device 1,2 and 3) were placed and secured using prolene sutures. No patch was placed in the hernia is being closed with plugs and sutured.¿ (B)(6) 2015 - patient was diagnosed with bilateral inguinal hernias with recurrent right inguinal hernia and chronic pain thereby underwent laparoscopic repair with excision of perfix plugs (device 1,2 and 3) and implant of bard flat mesh (device 4). Per op notes, ¿on the left inguinal region, a cord lipoma was noted and reduced. A direct hernia defect was noted and reduced. A bard flat mesh (device 4) was cut into two equal pieces, and one was placed in the left side and tacked. On the right inguinal region, the plugs (device 1,2 and 3) from prior repair were noted and excised entirely. The tissues around the plugs also excised. The direct and indirect hernia was noted and reduced. Another piece of bard flat mesh (device 4) was placed and tacked to pubic tubercle and to cover the direct, indirect and femoral spaces¿.